Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no surgery date yet.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported the patient had replacement surgery today. A por was reported.

Event description:
It was reported that there were telemetry issues. The patient had an overdischarged implantable neurostimulator (ins) and this was their third overdischarge. The patient had not been able to communicate with their ins for 6 months. During these 6 months, the stimulation had automatically turned on and off and the patient had no control over the stimulation because, the recharger and programmer would not communicate. The patient was going to discuss replacing their ins with their doctor. It was further reported that the patient was scheduled to have a new implantable neurostimulator (ins) placed and was not receiving stimulation until the replacement procedure. It was further reported that the cause of overdischarge was lack of charging by the patient. There was no physician recharge mode attempted. The patient¿s device was going to be replaced with a non-rechargeable as soon as possible and they were just waiting for a surgery date.